Manufacturer narrative:
This is a resubmission of follow-up #1 MDR per request from vijai jaladhi, FDA medwatch program. Follow-up #1 MDR originally submitted on 09/22/2016. MFR report # has been corrected. Device evaluation: the report of difficulty inserting the guide wire through the needle was confirmed. Returned were a guide wire and several other components. The needle was not returned. The guide wire was kinked near the j-bend and 1 cm away from that kink. There was also a kink 16 cm from the j-bend. A manual tug test confirmed that both welds are intact. The length of the guide wire measured 45.4 cm, which is consistent with the guide wire graphic. The outside diameter of the guide wire measured 0.806 mm. This measurement is consistent with a 0.032 inch diameter guide wire and not the nominal 0.025 inch diameter guide wire supplied in kit cv-12702. A review of the device history records did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Device evaluation: the report of difficulty inserting the guide wire through the needle was confirmed. Returned were a guide wire and several other components. The needle was not returned. The guide wire was kinked near the j-bend and 1 cm away from that kink. There was also a kink 16 cm from the j-bend. A manual tug test confirmed that both welds are intact. The length of the guide wire measured 45.4 cm, which is consistent with the guide wire graphic. The outside diameter of the guide wire measured 0.806 mm. This measurement is consistent with a 0.032 inch diameter guide wire and not the nominal 0.025 inch diameter guide wire supplied in kit cv-12702. A review of the device history records did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken. Other remarks: additional information: the original MDR # was updated to 3006425876-2016-00304, to reference the correct manufacturing facility. Original MDR # was 1036844-2016-00477.

Event description:
It was reported that: "we noticed that the central catheter guide didn't slide into the needle and it curves at the output. So, there is a high risk that the guide breaks inside the patient.